Event description:
It was reported that the patient implanted with this tandem artificial urinary sphincter (aus) underwent a surgical procedure, during which, it was noted that the tubing was broken near both cuffs, and fluid leak was present. The entire device was removed and replaced with a new aus tandem cuff.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this tandem artificial urinary sphincter (aus) underwent a surgical procedure, during which, it was noted that the tubing was broken near both cuffs, and fluid leak was present. The entire device was removed and replaced with a new aus tandem cuff.